Manufacturer narrative:
Age of device: 2 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2016. It was reported that patient was admitted to the hospital on (B)(6)2018 for evaluation of severe aortic regurgitation and increased gradient at the mitral valve. The patient had mild shortness of breath with minimal activity. There were no alarms reported for this event. A 12 lead electrocardiogram (EKG) performed showed sinus rhythm. An echocardiogram (echo) showed an ejection fraction (ef) of 20% which is lower than normal, moderate to severe aortic insufficiency (ai) and moderate mitral regurgitation. The patient underwent a pump exchange on (B)(6) 2018 with plans to replace the aortic and mitral valves at time of exchange. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The pump was returned assembled with the driveline (dl) severed approximately 10 inches from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and outflow elbow were returned but not attached to the pump's outlet port. Examination of the pump blood-contacting surfaces found small, white, tissue-like depositions within the proximal side of the outlet stator. The depositions were loosely seated between the outlet bearing and each of the stator blades and did not show lamination or denaturing, indicating that the depositions did not form in the outlet stator. Examination of the distal end of the pump rotor and outlet bearing cup did not reveal any contact marks, indicating that the deposition was not likely present while the pump was operating. The origins of the deposition could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to (B)(6) medical center to undergo surgical intervention for the patient's cardiothoracic diagnosis of severe aortic regurgitation. The patient was taken to the operating room on (B)(6) 2018 for pump exchange, a redo of tissue mitral valve replacement (mvr), and tissue aortic valve replacement (avr). Avr was noted to be bioprosthetic. The patient remained in the hospital until (B)(6) 2018. On post operative clinic visit on (B)(6) 2018, the patients' activity level was progressing and cardiac rehabilitation was able to be started.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s aortic regurgitation, as well as a direct correlation to (B)(6) could not conclusively be determined through this evaluation. The evaluation of (B)(6) found a deposition in the pump outlet stator. The pump was returned assembled with the driveline (dl) cut approximately 10" from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and outflow elbow were returned but not attached to the pump's outlet port. Examination of the pump blood-contacting surfaces found small, white, tissue-like depositions within the proximal side of the outlet stator. The depositions were loosely seated between the outlet bearing and each of the stator blades and did not show lamination or denaturing, indicating that the depositions did not form in the outlet stator. Examination of the distal end of the pump rotor and outlet bearing cup did not reveal any contact marks, indicating that the deposition was not likely present while the pump was operating. The origins of the deposition could not be conclusively determined. Furthermore, a correlation between this deposition and the report of aortic regurgitation could not conclusively be established through this evaluation. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 29dec2015. (B)(6) was shipped with heartmate ii lvas IFU, rev. C. Device thrombosis is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The section "pump performance monitoring" under "patient care and management" outlines indications of pump thrombus and how to respond to such events. The section "anticoagulation" under "patient care and management" describes recommended anticoagulation therapy and inr range. In addition, section 5, ¿surgical procedures¿ states that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.